Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 5 (indicating active state). Visual inspection has been performed on the sensor plug assembly and no issues were observed. Activated the sensor using a known good reader and linearity testing was performed and passed. Testing was performed on the reader to simulate the low glucose alarm. The low glucose alarm was observed therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no alarm alert while using the adc freestyle libre 2 sensor using libreliink. On (B)(6) 2021, as a result, the customer had a seizure that lasted 20 minutes and resulted in a loss of consciouness. The customer was provided unknown treatment and a "reduce insulin" by both non-hcp and hcp. The customer was diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.